Event description:
Baxter (B)(4) received a report that an infusor stopped flowing during patient use. The device was filled with a solution containing 20 ml fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing for evaluation. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of abnormality in the delivery tubing or reservoir that could have caused the reported condition. During functional testing, flow was readily observed at the luer at 2 ml/hr, 3 ml/hr, and 5 ml/hr flow rate settings. Flow continued without stopping. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.